Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. Additional contact information beijing jaspar medical device co., ltd. Qiny, qiny1016@163.com, 010-5820 5318 / 010-5820 5630, china.

Event description:
The event involved a 1o2¿ valve (blue) w/check valve, rotating luer where the customer reported that the infusion, according to the doctor's advice, that the glucose cannot be infused; it can be after replacement. Customer also that with the new product they also can't visually see whether the liquid is 'smooth.' There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The complaint of no flow on the 01c-smv3v could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history review for lot 4806891 was reviewed and no non conformities were found that would have led to the reported complaint.